Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the lead. Failure event observed during analysis. Final analysis found, as received, a partial lead (only connector portion) was returned in one piece. Visual inspection of the partial lead found external insulation abrasion that breached the outer insulation and exposed the outer coil at the proximal region consistent with friction to the device can.